Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. It was observed that over-sensing on the atrial channel and auto mode switching (ams) was noted on stored electrocardiogram (egm). Programming changes were suggested but had not yet been made. The patient was stable.